Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
While entering sn (B)(4) onxmc 25/33 a previous implant was found for same patient with sn (B)(4) 6446706 onxmc 25/33. Additional information received from the surgeon indicated the onxmc was initially implanted due to mitral insufficiency, the onxmc was explanted due to early endocarditis, and the patient is still hospitalized.

Event description:
While entering sn (B)(4). Onxmc 25/33 a previous implant was found for same patient with sn (B)(4) onxmc 25/33. Additional information received from the surgeon indicated the onxmc was initially implanted due to mitral insufficiency, the onxmc was explanted due to early endocarditis, and the patient is still hospitalized. Additional information from dr. (B)(6) indicated that bacterial endocarditis was diagnosed through hemoculture and tee [transesophageal echocardiogram]. No infection was present before the implantation of the onxmc 25/33 sn (B)(4).

Manufacturer narrative:
The relevant event for this complaint is early endocarditis resulting in explantation and replacement of the mitral prosthesis. Replacement of an on-x valve in the mitral position only nineteen days post op is the result of probable worsening paravalvular leak as a consequence of newly developed endocarditis. Endocarditis is likely unrelated to the on-x valve as it undergoes a terminal sterilization process prior to release. Additionally, a review of the manufacturing records confirmed that all records were controlled, available for review, and met all specifications. This event does not identify additional hazards or modify the probability and severity of existing hazards. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.